Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that on (B)(6) 2022, a 12f amplatzer amulet delivery sheath was selected for use. "The amplatzer wire was placed in the left upper pulmonary vein and the tv 45x45 - 12f" gained access. The wire was removed fully and the patient was hemodynamically stable up to this point. No complications were reported when removing the wire and exchanging the sheath. However, suddenly, the patient became hemodynamically unstable and required resuscitation. The procedure was aborted and the patient was transferred to the intensive care unit (ICU). "The cause of what happened is unclear." The patient was reported to be in stable condition.

Manufacturer narrative:
An event of sudden hemodynamic instability and the patient requiring resuscitation during the procedure was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.